Manufacturer narrative:
H2-3) the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. The logs were reviewed. According to the case description, during the procedure, the instrument cad model was not visible in the trajectory 1 view; instead, only green line for the projection was visible but could not see the cad model on the instrument. Logs captured that the site took 4 imaging system spins with auto registration on issue reported date. Logs indicated that the user used trajectory 1 <(>&<)> 2 views but did not capture any abnormalities related to the instruments cad model missing in trajectory 1 view. The reported issue could not be reproduced in-house with demo scans. However, for tracking purposes, this case was being closed to test tracking. Codes: b01, c10, d18 h2) please see section d9 for when the software was available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID (B)(4) (software version: 2.1.0) h3 and h6: no products have been returned to medtronic for analysis. Codes b17, c20, d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that during a spine case involving the use of a navigation system, the instrument displayed the expected computer-aided design (cad) in trajectory 2 but not in trajectory 1, occurring twice. The issue arose after changing the tool card to an interbody inserter instrument, resulting in the cad model no longer being visible, although a "green line for the projection" was still present. This procedural/device-related issue necessitated a system reboot and re-verification of all instruments, which resolved the issue for the remainder of the procedure. The event caused an approximate 10-minute delay. There was no impact on patient outcome.

Manufacturer narrative:
H3: the system was serviced in the field, and no fault was found. The system performed as intended. Codes b01, c19, d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.